Event description:
It was reported that this pacemaker system exhibited noise, loss of capture (loc), pacing inhibition, and high out of range pacing impedances on the right ventricular (rv) lead, measuring greater than 2000 ohms. Subsequently, a revision procedure was performed and the rv lead was surgically abandoned and replaced. The pacemaker remains in service. No additional adverse patient effects were reported. Additional information was received which indicated this pacemaker was explanted and replaced due to normal battery depletion (nbd). This pacemaker was returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker system exhibited noise, loss of capture (loc), pacing inhibition, and high out of range pacing impedances on the right ventricular (rv) lead, measuring greater than 2000 ohms. Subsequently, a revision procedure was performed and the rv lead was surgically abandoned and replaced. The pacemaker remains in service. No additional adverse patient effects were reported.

Event description:
This supplemental report is being filed as the conclusion code was updated.